Event description:
It was reported that the patient (pt) was at eri on left implantable neurostimulator (ins) and nearing eri on the right. Therefore, healthcare provider (hcp) replaced both inss, 3 on (B)(6) 2023. Although manufacturer representative (rep) was not made aware of the impedance issues until pre-op, they knew pt had impedance issues and wanted to make sure programming was worked around them for both left and right, or if programming needed to be changed. If no solution hcp was going to consent for extension revision on the right extension only. Impedance issues still existed after inss were replaced. The reports for both inss were provided. Environmental/external/patient factors that may have led or contributed to the issue are unknown. The pt has severe torquing from his dystonia symptoms. Programming was checked after inss replaced and avoided impedance issue out of range contacts. The left ins impedance issue was then resolved. After the inss were replaced impedance was run again. Left ins still had impedance issues, but the c+, 2- programming was still a viable option with no impedance issue. Right ins had an impedance issue that did not resolve with replaced inss and the c+2- programming also had an impedance issue for the right ins, so rep and hcp discussed changing to bipolar configuration to avoid. The right ins was reprogrammed after replacement to avoid c+2- where an impedance issue showed. All monopolar configurations in the old device and new ins implanted had impedances slightly high/out of range. The session reports for final programming and impedance were attached. Right ins was reprogrammed to 2-3+ and another option of 2-1+ (pt/sister changed from active 2-1+, to 2-3+ with pt programmer, after session report already generated on the one attached). Also advised to follow up with clinic to be seen to check programming. Hcp decided not to change the extensions at this time since reprogramming could still be done on right ins, and left ins was not showing issue for chosen programmed contact. Pt also has ranges in each groups. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40 ,lot#: v163610, implanted: (B)(6) 2008, product type: lead. Product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010. Product type: extension. Product ID 3389s-40, lot#: va01jhz, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-may-2011, UDI#: (B)(4). Product ID: 37085-40, serial/lot #: (B)(4), ubd: 05-may-2014, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 05-jan-2013, UDI#: (B)(4). Product ID: 37085-40, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 31-aug-2016, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 09-dec-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported impedance values still existed following battery replacement, but the patient was being programmed around them. The patient was possibly going to be seen in clinic, but the date was to be determined if their family could get them there.